Event description:
It was reported that the socket graft bone procedure was performed using "standard protocol procedure". The procedure was reported to be a failure. Additional information has been requested.

Event description:
It was reported that the outcome of the bonegraft product was a failure and that the surgical graft procedure had to be redone. There were no patient complications.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation. With the available information a cause or contributing factor cannot be identified.